Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel harness wire, and broken ail sensor right side, missing door latch, and damaged bottom rear case and corroded right,left iui. Lvp lifted keypad recall completed. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 19sep2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui damage.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.